Event description:
Information was received from the physician's office which indicated that the patient had been developing signs of an infection since a surgery that took place a year ago. The patient generator was revised, but the wound continued to develop evidence of a retained infection and the patient was referred for exploration, removal of her implant, and treatment of neck and arm infection. During the explant surgery, a large amount of scar and granulation tissue was observed which the physician assessed as being a chronic inflammatory process around the vns electrode wires. In the generator area, significant purulent material was seen.

Event description:
It was reported that the patient was explanted in (B)(6) 2016 due to an infection. Follow up with the physician indicated that the patient has their device explanted while living in another state. While the patient was with them, they were escalating the vns and didn't note any infection. The physician did not have any other information. The device history records of the generator and lead were reviewed, and the devices were sterilized according to procedure prior to distribution. No additional relevant information has been received to date.